Event description:
It was reported that the tip of the scope broke off. The broken piece was successfully retrieved.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "tip of the scope broke" was confirmed. According to henke: scope evaluated as a level 3. Dents, tip and fiber damage, broken lenses in system. Probably root cause for this failure is: customer use and handling. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the scope broke off. The broken piece was successfully retrieved.